Event description:
Customer complains that two employees had an allergic reaction as a result of using the ansell microtouch nitrile gloves.

Manufacturer narrative:
(B)(4) - ansell healthcare products llc, is submitting on behalf of pga.